Manufacturer narrative:
Exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer). (B)(4).

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of pelvic prolapse, grade 4 cystocele, uterine prolapse, and rectocele. It was reported that after implant the patient experienced pain, discomfort, urinary problems, dyspareunia, injury, erosion, infection and urinary incontinence. The patient has required additional surgical interventions. The device had been used with marlex hernia mesh, pelvisoft acellular collagen biomesh.

Manufacturer narrative:
Exemption number: e2013003. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient underwent a pubovaginal sling with anterior colporrhaphy with graft and an abdominal hysterectomy with vaginal colposuspension and appendectomy procedures. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, urinary problems, and dyspareunia. Patient has required additional surgical interventions. Product was used for therapeutic treatment. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, erosion, infection and urinary incontinence.